Event description:
The customer reported corrupt patient image data. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.